Manufacturer narrative:
This report is being submitted to provide the device's third-party evaluation results. It was reported that the patient had passed away. There was no allegation of malfunction or that the device caused or contributed to the death. The rental dreamstation st30 device was returned and evaluated by a third-party service center. The device found that no faults were reported. The fine filter and pollen filter were replaced for preventative maintenance, and the accessory flip module door was missing from the device. The device was cleaned and tested, and all tests passed. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being submitted to provide the device's third-party evaluation results. It was reported that the patient had passed away. There was no allegation of malfunction or that the device caused or contributed to the death. The rental dreamstation st30 device was returned and evaluated by a third-party service center. The device found that no faults were reported. The fine filter and pollen filter were replaced for preventative maintenance, and the accessory flip module door was missing from the device. The device was cleaned and tested, and all tests passed. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The manufacturer received information that a rental dreamstation st30 device was being returned because the patient had passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. The device was received by a third-party service center, but the evaluation has not yet begun. A final report will be submitted once the investigation is complete.